Manufacturer narrative:
In use at the time of the event: cgm model: unknown, mobile os: unknown.

Event description:
It was reported intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. However, occlusions continued and the customer reverted to an alternate method of insulin therapy.